Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was experiencing pain and anxiety. Physician elected to replace the device. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The model and serial number for this product was previously reported incorrectly as cd1393-36qc, 1101327. This report notes the correct model and serial number. (B)(4).

Event description:
It was reported that the patient felt pain due to the lead being close to the surface of the skin. When the ICD was electively replaced, it was decided to leave the lead implanted. The patient was discharged and recovering with no further problems.

Event description:
New information received notes that the device was electively replaced due to advisory.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.